Manufacturer narrative:
The device was not returned for analysis. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report the axium coil activated early, after numerous attempts to reposition. No resistance was felt during the advancement of the coil. The vessel anatomy was severe in tortuosity. A replacement coil was used, and it could not be repositioned. No patient injury occurred. The patient was being treated for aneurysm.